Event description:
Customer reported that the insulin pump has cosmetic damage. Customer stated it has a crack around the reservoir compartment. The infusion set and reservoir do not have damage. Blood glucose value is 223 mg/dl. Nothing further reported.

Manufacturer narrative:
No button response due to corroded keypad traces. Insulin pump was monitored, no frozen display noted, time clock advances. Broken reservoir tube lip, cracked battery tube threads, minor scratches on display window, cracked reservoir tube and cracked case near display window corners noted during visual inspection.